Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The patient was doing well. No intervention was performed at this time. The patient would continue to be monitored.